Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / severe pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), migraine ("excessive migraine headaches"), fatigue ("chronic fatigue"), rash ("excessive rashes"), tooth disorder ("excessive dental problems"), infection ("frequent infections"), ovarian cyst ("ovarian cysts") and alopecia ("excessive hair loss"). The patient was treated with surgery (on or around (B)(6) 2017, underwent surgery to remove her essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, pelvic discomfort, menorrhagia, abdominal pain, abdominal distension, abnormal weight gain, migraine, fatigue, rash, tooth disorder, infection, ovarian cyst and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, fatigue, infection, menorrhagia, migraine, ovarian cyst, pelvic discomfort, pelvic pain, rash and tooth disorder to be related to essure. The reporter commented: she has never experienced any of the reported events prior to undergoing the essure procedure. Company causality comment: this litigation case report refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted in 2011 and reported adverse events including chronic pelvic pain. The plaintiff was submitted to a surgery to remove her essure coils on (B)(6) 2017. Pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. This case was classified as incident since device removal was required. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / severe pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), migraine ("excessive migraine headaches"), fatigue ("chronic fatigue"), rash ("excessive rashes"), tooth disorder ("excessive dental problems"), infection ("frequent infections"), ovarian cyst ("ovarian cysts") and alopecia ("excessive hair loss"). The patient was treated with surgery (on or around (B)(6) 2017, underwent surgery to remove her essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, pelvic discomfort, menorrhagia, abdominal pain, abdominal distension, abnormal weight gain, migraine, fatigue, rash, tooth disorder, infection, ovarian cyst and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, fatigue, infection, menorrhagia, migraine, ovarian cyst, pelvic discomfort, pelvic pain, rash and tooth disorder to be related to essure. The reporter commented: she has never experienced any of the reported events prior to undergoing the essure procedure. Most recent follow-up information incorporated above includes: on 11-jul-2017: quality safety evaluation information was amended. Ptc global number was added, final report was ticked. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.